Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump was damaged and also had under delivery. Customer experienced high blood glucose of 24 mmol/l and was treated by bolus with insulin pump. The customer alleges pump was under delivering due to crack in reservoir area of pump and reservoir not locking into place. The customer was advised to disconnect from pump and revert to back up plan. The insulin pump will not be returned for analysis.